Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for button error. Nothing further reported.

Manufacturer narrative:
Insulin pump received with keypad buttons unresponsive due to corrosion on keypad traces. Insulin pump had no button error alarm during testing. Insulin pump received with cracked case on the lcd window corners, minor scratches on lcd window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, cracks on the reservoir tube, cracked belt clip slot and missing end cap sticker.